Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 43-year-old male underwent high-risk percutaneous coronary intervention (hrpci) with impella cp support via percutaneous left femoral arterial access on (B)(6) 2026. The pre-support clinical state was consistent with scai shock stage a. At the end of the procedure, the right groin pci access site was closed with an 8 fr angioseal; however, post-closure bleeding occurred and manual pressure was applied. During prolonged manual pressure, the patient experienced discomfort with gross movement, after which bleeding was noted at the impella access site. The patient was receiving multiple antithrombotic agents during the procedure, including heparin (total 18,000 units), integrilin infusion (2 mcg/kg/min following bolus), intracoronary tpa (9 mg), and brilinta (90 mg), with anticoagulation monitoring by act (reported value 291 at the time of bleeding). Due to ongoing vascular access oozing and clinical need, the impella was removed earlier than planned, and hemostasis was achieved with manual pressure and device removal. Angiographic assessment of the access site through the impella arteriotomy demonstrated intact vasculature without perforation or dissection. No blood products were administered, estimated blood loss was unknown, and forward suturing and standard gauze were utilized. The patient had obesity and movement during support as contributing factors. Based on the available information, the reported event involved access site bleeding in the setting of multiple antithrombotic therapies and patient movement during post-procedural hemostasis. The patient survived and was stable following device explant. Bleeding is consistent with access site complications as a result of large bore femoral procedures and the anticoagulation and purge requirements associated with impella support. It is unknown whether recommended best practices for access management were followed to mitigate the risk of bleeding.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the access site adverse event was user related to patient movement per details that the impella site began to bleed after gross patient movement.